Event description:
It has been reported that during the procedure the sheath of this device kinked. The device was removed and replaced. There is no report of pt injury and the device is being returned for analysis.